Event description:
It was reported that multiple malfunction alarms occurred. Customer¿s blood glucose level was 85-95 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose level of 60 mg/dl, cause was unknown. Low bg was addressed with intervention from customer's roommate, who provided carbohydrates for customer to consume. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.